Event description:
Per the clinic, the patient experienced migration of the electrode array outside the cochlea, and no nrt response could be obtained from the implanted device. The specific date of occurrence was not reported. The implanted device remains.